Event description:
A blood glucose test was performed with a result of "hi" at 9pm. The customer family member gave the customer 12 units of humalog. One hour later the customers result was "hi". The customer was taken to the hospital where they received a result of 235mg/dl. No treatment was received. Pt was kept 5 or 6 hours for observation. Other blood glucose tests were performed and the results were 231mg/dl and 183mg/dl. No controls were in use. The customer also stores the glucose strips out side of the original container. A request was made for the return of the suspect device and replacement product was sent.